Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device is being filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement with a proglide device was attempted in the calcified left common femoral artery using the preclose technique prior to a coronary interventional procedure. The arteriotomy was 6f. Reportedly, the first proglide device was successfully deployed using the preclose technique at the 10 o'clock position. A second proglide device was attempted to be deployed at the 2 o'clock position; however, a cuff miss occurred. An additional proglide device was used with the same results. The sheath was upsized to an 8f and the interventional procedure was completed. Hemostasis was achieved with the successfully pre-placed proglide suture. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.